Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose and flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump received a motor error and no delivery alarm. The customer¿s blood glucose was unknown but they reported that they experienced high as well as low blood glucose. Customer reported that this insulin pump was not working. Customer declined any troubleshooting and requested the insulin pump to be replaced as quick as possible asked for the loaner to be shipped out. Customer was advised to call the tech support team back to assist with programming the insulin pump. The insulin pump will be returned for analysis.